Event description:
A journal article was reviewed which contained information regarding this lead. The patient experienced diaphragmatic muscle stimulation. The left ventricular (lv) output was adjusted to resolve the issue and the lead remained in use at that time. No patient complications have been reported as a result of this event.

Event description:
A journal article was reviewed which contained information regarding this lead. The patient experienced diaphragmatic muscle stimulation. The left ventricular (lv) output was adjusted to resolve the issue and the lead remained in use at that time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: occurrence of phrenic nerve stimulation in cardiac resynchronization therapy patients: the role of left ventricular lead type and placement site. Europace: european pacing, arrhythmias, and cardiac electrophysiology: journal of the working groups on cardiac pacing, arrhythmias, and cardiac cellular electrophysiology of the european society of cardiology. 2013;15(1):77-82. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was a cosmetic depression on the outer insulation. Concomitant products: 6949, implantable tachy lead, (B)(6) 2007; c154dwk, implantable cardioverter defibrillator (ICD), (B)(6) 2007; 4076, implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was a cosmetic depression on the outer insulation. Product ID 6949, implantable tachy lead implanted: 2007-(B)(6), product ID c154dwk, implantable cardioverter defibrillator (ICD) implanted: 2007-(B)(6), product ID 4076 implantable pacing lead, implanted: 2007-(B)(6).